Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The loading units had damage to the cutting edge of the knife blades. The loading unit anvils were bowed and the anvil clamping mechanisms were deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the secondary damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed anvil damage and secondary knife blade damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic wedge resection procedure, after five firings, the staples were malformed and the staple line was incomplete. To correct the condition, they re-stapled with another reload. There was no patient injury.